Event description:
The end user reported red skin under his mass from 12 to 5 o'clock, which measures three eighths by one inch; noted the previous day.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported that he cleans with ivory bar soap. He stated he uses (B)(4) - allkare protective barrier wipes and (B)(4) - stomahesive paste around his center opening. He reports that he changes every three (3) days. He also reported that he uses a (B)(4) - ostomy appliance belt. The user was advised to follow up with his doctor if issue does not resolve. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 21, 2013. (B)(4).